Event description:
It was reported that an ilet user experienced a rollercoaster pattern of blood glucose with perceived excessive insulin delivery, including a severe low in the 30s, and the user responded by pausing and disconnecting the ilet and treating with oral glucose; a factory reset was requested as part of troubleshooting, and the event was characterized as a use-of-device problem with no specific device component identified. Symptoms included hypoglycemia and hyperglycemia with associated dizziness, anxiety, shaking, and hot flashes/flushes. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found and a use-of-device issue, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.